Manufacturer narrative:
The investigation is ongoing, a supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate the (B)(6). As reported a patient underwent an implant of a 26 mm sapien 3 ultra valve, in aortic position, by transfemoral approach. During valve deployment, there was a sudden migration of the valve into the aorta. The commander balloon was deflated and immediately re-inflated as the valve was completely dislocated into the aorta. The valve was stabilized at the level of the sinotubular junction (stj). Because of the risk of coronary occlusion, the valve was pulled back at the level of the ascending aorta with the balloon gently inflated. The patient become acutely unstable with rapid thermodynamic deterioration and pulseless electrical activity (pea) arrest. Aortogram showed severe aortic regurgitation (ar). Immediate cardiopulmonary resuscitation (CPR) was commenced. Echocardiogram (echo) excluded pericardial effusion. A second valve 29 mm s3 was successfully deployed to correct the ar. Despite a second new transcatheter aortic valve intervention (tavi), patient did not show signs of hemodynamic improvement. Team effort with 20 cycles of CPR and multiple ventricular fibrillation (vf) shocks and bolus injections of vasopressors. A surgical assessment was carried out: given previous sternotomy, team decision not to convert to open heart surgical bailout. Unfortunately, the patient never regained cardiac output and cardiac function. Team decision to stop the cardiac resuscitation and patient was declared dead on the cath lab table.

Manufacturer narrative:
The investigation is ongoing, a supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate the (B)(6). As reported a patient underwent an implant of a 26 mm sapien 3 ultra valve, in aortic position, by transfemoral approach. During valve deployment, there was a sudden migration of the valve into the aorta. The commander balloon was deflated and immediately re-inflated as the valve was completely dislocated into the aorta. The valve was stabilized at the level of the sinotubular junction (stj). Because of the risk of coronary occlusion, the valve was pulled back at the level of the ascending aorta with the balloon gently inflated. The patient become acutely unstable with rapid thermodynamic deterioration and pulseless electrical activity (pea) arrest. Aortogram showed severe aortic regurgitation (ar). Immediate cardiopulmonary resuscitation (CPR) was commenced. Echocardiogram (echo) excluded pericardial effusion. A second valve 29 mm s3 was successfully deployed to correct the ar. Despite a second new transcatheter aortic valve intervention (tavi), patient did not show signs of hemodynamic improvement. Team effort with 20 cycles of CPR and multiple ventricular fibrillation (vf) shocks and bolus injections of vasopressors. A surgical assessment was carried out: given previous sternotomy, team decision not to convert to open heart surgical bailout. Unfortunately, the patient never regained cardiac output and cardiac function. Team decision to stop the cardiac resuscitation and patient was declared dead on the cath lab table.

Manufacturer narrative:
The device was not returned for evaluation as it was remained implanted/discarded. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve embolization was unable to confirm as no imagery was provided for evaluation. No potential manufacturing non-conformance were identified. A review of IFU/training materials revealed no deficiencies. As reported, 'during valve deployment, there was a sudden embolization of the valve into the aorta. The commander balloon was deflated and then, immediately re-inflated as bioprosthesis was completely dislocated into the aorta', and 'as per medical opinion, the root cause of the event was related to the sizing of valve. Annular area of 522mm, borderline between 26mm sapien 3 ultra and 29mm sapien 3. It was decided to implant a small valve (26mm with extra 3 mls)'. In this case, undersized thv was selected with additional 3 ml of inflation volume; however, the deployed thv was unable to be anchored and secured to the target site (annulus), so the thv moved toward the aortic as reported. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bv may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event and patient death. Investigation results suggest/indicate that procedural factors (undersized valve selected) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.